Event description:
It was reported that the procedure was cancelled. The target lesion was located in the renal artery. A 5.0mmx15mmx150cm express sd stent was advanced for treatment but could not get through from aorta to the right place as the curve was too big. It was noted that the catheter french was too stiff. The device was pulled out immediately and there were no trauma to any tissue occurred. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. It was further reported that the 50% stenosed target lesion was severely tortuous and non-calcified. The procedure was not completed because the renal artery was too tortuous and the catheter was too stiff to enter.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluation by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no damage or irregularities.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the renal artery. A 5.0mmx15mmx150cm express sd stent was advanced for treatment but could not get through from aorta to the right place as the curve was too big. It was noted that the catheter french was too stiff. The device was pulled out immediately and there were no trauma to any tissue occurred. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the renal artery. A 5.0mmx15mmx150cm express sd stent was advanced for treatment but could not get through from aorta to the right place as the curve was too big. It was noted that the catheter french was too stiff. The device was pulled out immediately and there were no trauma to any tissue occurred. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. It was further reported that the 50% stenosed target lesion was severely tortuous and non-calcified. The procedure was not completed because the renal artery was too tortuous and the catheter was too stiff to enter.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).